Event description:
A customer reported difficulty with the quick bolus/wake button on their pump, which was hard to press and required multiple attempts to activate the screen. Customer's blood glucose level was not impacted. Technical support instructed the customer on button-pressing techniques but ultimately decided to replace the pump. The customer was informed about the replacement process, confirmed their shipping details, and was instructed to use multiple daily injections as backup therapy while waiting for the replacement. The problematic pump was to be returned to tandem within ten days using a pre-paid label and return box.